Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed motor error twice, during priming, and the customer was able to clear the alarms both times and continue use of the device. The customer's blood glucose was unknown. The customer does not use the sensor feature. They were able to rewind the device. The discontinuation of the device was advised. The customer stated that they didn't have a backup plan and they would continue using the insulin pump until they received their replacement insulin pump. The customer was advised that this was not recommended. Nothing further was reported.